Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received cartridge alarm 19 with a cartridge during the load process. The customer's blood glucose (bg) level was 500 mg/dl, which was address with a manual injection. Reportedly, the customer was able to load a cartridge successfully. Reportedly, the customer was running high with a bg level of about 500 mg/dl, which was addressed with a correction bolus and a manual injection. Reportedly, the customer was unsure of the cause of the blood glucose level. The customer's bg level went down to 317 mg/dl.